Event description:
Sorin group received a report that a pt's leg was burnt during a procedure with the vascuclear bipolar device.

Manufacturer narrative:
The lot number was not provided and therefore the expiration date is unknown. The lot number was not provided and therefore the manufacture date is unknown. Sorin group received a report that a pt's leg was burnt during a procedure with the vascuclear bipolar device. Several attempts have been made for more information regarding the reported issue and to request product return. To date, no response has been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.